Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported pinhole in the packaging was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the unpacking of the device, a pinhole was noted in the packaging of the nc trek. The device was not used in the patient anatomy and there was no patient involvement. There was no clinically significant delay. No additional information was provided.